Manufacturer narrative:
Based on the received information the device was explanted due to displacement of the implant housing. The device will not be available for investigation. This is a combined initial and final report.

Event description:
The patient was re-implanted in 2013. An accident or trauma is denied. As per the surgeon the implant housing was displaced. The device will likely not be sent back to hq.